Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via literature article entitled: a novel technique for treating full thickness rectal prolapse using transtarr. Authors: hyder s.a., lieske b., conaghan p., farouk r. Citation: colorectal disease. 2011; 13 (5): 57. Doi: http://dx.doi.org/10.1111/j.1463. This study was aimed to assess the safety and efficacy of treating full thickness rectal prolapse through perineal approach using transtarr. A total of 20 women (age range: 42 to 96 years old), who presented with a full thickness rectal prolapse underwent stapled perineal rectosigmoidectomy between july 2008 and november 2008. During the procedure, transtarr stapled perineal rectosigmoidectomy is performed in by placing patient in lithotomy position and the rectal prolapse delivered externally. The flaps are then transected transversely 1 cm above the dentate line with the transtarr stapler (ethicon). Reported complications included rectal bleeding (n-2), hemorrhoids (n-1), and diverticular related bleed (n-1). It was concluded that this technique of using transtarr stapled perineal rectosigmoidectomy has not been reported before. This offers a safe perineal surgical option for patients with full thickness rectal prolapse in whom an abdominal procedure is not an option.